Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient (pt) was experiencing pain from the placement of the battery. The battery was repositioned from the left buttocks to the right flank. The issue was resolved at the time of the report.